Event description:
Reporter indicated a vns therapy patient's generator "is not working". According to the patient, the treating physician believes the "battery is leaking". The patient is feeling pain on her left side at the electrodes, but the pain is not continuous. The patient is experiencing an increase in seizures that are above the pre-vns baseline. The patient underwent generator replacement surgery due to end of service. The generator has been returned to the manufacturer and is pending analysis. Good faith attempts to obtain additional information have been unsuccessful to date.